Event description:
It was noted that there was a sudden large amount of blood flowing from the extracorporeal membrane oxygenation (ECMO) device. It was further noted that the bonded oxygenator outlet had spontaneously separated from the body of the oxygenator.what was the original intended procedure?extracorporeal membrane oxygenation.